Manufacturer narrative:
The reported event is confirmed - cause unknown. Received one (1) photo sample. Photo sample showcases two (2) iscs side by side. One (1) catheter appears to have a larger outer diameter than the other catheter. Although the samples appear to be different sizes in the photos, as the physical sample was not returned to be measured. Therefore, it is unknown if the samples are within specifications. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the investigation results, and no additional action is required at this time. Correction: e. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer was reaching out because they have noticed ongoing issues with the catheters they received. The sizes have been inconsistent from one catheter to another, even though they were labeled as the same size. This inconsistency was causing discomfort and making it difficult to use them safely and properly. They would appreciate it if they could look into this issue and advise on how it could be resolved. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer was reaching out because they have noticed ongoing issues with the catheters they received. The sizes have been inconsistent from one catheter to another, even though they were labeled as the same size. This inconsistency was causing discomfort and making it difficult to use them safely and properly. They would appreciate it if they could look into this issue and advise on how it could be resolved. No medical intervention was reported.

Event description:
It was reported that the customer was reaching out because they have noticed ongoing issues with the catheters they received. The sizes have been inconsistent from one catheter to another, even though they were labeled as the same size. This inconsistency was causing discomfort and making it difficult to use them safely and properly. They would appreciate it if they could look into this issue and advise on how it could be resolved. No medical intervention was reported.

Manufacturer narrative:
The reported event is confirmed, cause unknown. Photo: received one (1) photo sample. Photo sample showcases two (2) iscs side by side. One (1) catheter appears to have a larger outer diameter than the other catheter. Although the samples appear to be different sizes in the photos, as the physical sample was not returned to be measured. Therefore, it is unknown if the samples are within specifications. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the investigation results, and no additional action is required at this time. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.